Event description:
The lay user/patient contacted lifescan alleging that the product was reading the following message: inaccurate control high. The customer care advocate walked the lay user through control solution test and the results fell outside the specified control solution range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips and control solution for eval, but has not yet received them. If either the strips or control solution are returned, lifescan will evaluate it/them and, if either the control solution or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.